Event description:
Info from clinical event summary report states that a pt who was implanted with elevate graft on (B) (6) 2009 at her 3 month f/u visit, she was experiencing worsening sui. No medical action was taken. Add'l info received on 08/19/2009 indicates that pt still suffers from sui, no surgery is scheduled. Add'l info received on 11/16/2009 indicates that physician reported at 6 mo f/u visit, the pt sui was continuing without intervention.